Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure device which was placed in her left tube in 2014/2015 has fractured") and device dislocation ("essure immigration on background of multiple laparotomies and bladder surgeries") in a 53 year-old female patient who had essure inserted (lot no. C12705). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea in 2016 and vaginal bleeding, uti, fatigue, amenorrhoea, ovarian cyst, pelvic pain female, dizziness, low weight, constipation, urinary incontinence, menorrhagia, calf pain, epigastric pain, abdominal pain lower, dystonia and urinary tract disorder. Previously administered products included: mirena and oral contraceptive nos. Past adverse reactions to the above products included: device expulsion with mirena. The patient had a family history of breast cancer. The only concomitant product mentioned was estradiol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3155 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic hysterectomy and hysterectomy). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: the letter states that this claimant has been referred to a gynaecology clinic to discuss treatment options for symptoms, including the option of undergoing a hysterectomy. On (B)(6) 2024: hysteroscopic approach hysteroscopic sterilization essure - left tube only. Had essure device placed due to contraindications to systemic progesterone with strong family history of breast cancer and arcuate shaped uterus making her iud expell. Following her essure she had and endometrial ablation for heavy menstrual bleeding ,she is currently post-menopausal .since she had essure she had significant symptoms of pain which is more worse than the adhesion pain she had prior to placement. Patient had essure placed some years ago but she then had severe left sided abdominal pain which is suspected to be due to the essure malpositioning.her essure device is placed in such a way that now only removal is possible, if the whole uterus is removed and not only with salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: device which was placed in her left tube in 2014/2015 has fractured and contributing her pain. [Magnetic resonance imaging] on (B)(6) 2022: minimally complex right tubo-ovarian cystic mass which lies at the benign end of the spectrum. (2)small benign left ovarian cyst. (3) no adenopathy, ascites or omental cake. (4)adenomyosis-like changes in the uterus. [Ultrasound scan] on (B)(6) 2020: an intramural fibroid seen, the endometrial fluid has increased in amount. Possible I right hydrosalpinx seen measuring 3.7 cm in lenght. Possible left ovary could only be visualized transabdominally and a septated cyst seen measuring 2.4 cm seen. No ovarian tissue was visualised; on (B)(6) 2023: hydrosalpinx., shows a large ovarian / tubal mass of 10cm. She is awaiting hystectomy t bso at qah due to complex abdomen. The endometrium where seen was thin and linear, however views were limited due to artefact from right sided mass. The myometrium was bulky with some cystic areas seen? Adenomyosis; (date unknown): the bladder has not been visualised at its expected in anatomical site an MRI of the pelvis would be prudent for more accurate assessment of the anatomy of the pelvic organs. (2)complex multiloculated cystic right adnexal mass which could represent a right tubo-ovarian cystic mass. Ca- 125 check advised. (3) essure sterilisation clips as described. (4)no adeneopathy, ascites or omental cake. Batch no: c12705. Production date: 2014-01-11. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure device which was placed in her left tube in 2014/2015 has fractured") and device dislocation ("essure immigration on background of multiple laparotomies and bladder surgeries") in a 53 year-old female patient who had essure inserted (lot no. C12705). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea in 2016 and vaginal bleeding, uti, fatigue, amenorrhoea, ovarian cyst, pelvic pain female, dizziness, low weight, constipation, urinary incontinence, menorrhagia, calf pain, epigastric pain, abdominal pain lower, dystonia and urinary tract disorder. Previously administered products included: mirena and oral contraceptive nos. Past adverse reactions to the above products included: device expulsion with mirena. The patient had a family history of breast cancer. The only concomitant product mentioned was estradiol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3155 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic hysterotomy and hysterectomy). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: the letter states that this claimant has been referred to a gynaecology clinic to discuss treatment options for symptoms, including the option of undergoing a hysterectomy. On (B)(6) 2024: hysteroscopic approach hysteroscopic sterilization essure - left tube only. Had essure device placed due to contraindications to systemic progesterone with strong family history of breast cancer and arcuate shaped uterus making her iud expell. Following her essure she had and endometrial ablation for heavy menstrual bleeding ,she is currently post-menopausal .since she had essure she had significant symptoms of pain which is more worse than the adhesion pain she had prior to placement. Patient had essure placed some years ago but she then had severe left sided abdominal pain which is suspected to be due to the essure malpositioning. Her essure device is placed in such a way that now only removal is possible, if the whole uterus is removed and not only with salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: device which was placed in her left tube in 2014/2015 has fractured and contributing her pain. [Magnetic resonance imaging] on (B)(6) 2022: minimally complex right tubo-ovarian cystic mass which lies at the benign end of the spectrum. (2)small benign left ovarian cyst. (3)no adenopathy, ascites or omental cake. (4)adenomyosis-like changes in the uterus [ultrasound scan] on (B)(6) 2020: an intramural fibroid seen, the endometrial fluid has increased in amount. Possible I right hydrosalpinx seen measuring 3.7 cm in lenght. Possible left ovary could only be visualized transabdominally and a septated cyst seen measuring 2.4 cm seen. No ovarian tissue was visualised; on (B)(6) 2023: hydrosalpinx., shows a large ovarian / tubal mass of 10cm. She is awaiting hystectomy t bso at qah due to complex abdomen. The endometrium where seen was thin and linear, however views were limited due to artefact from right sided mass. The myometrium was bulky with some cystic areas seen ? Adenomyosis; (date unknown): the bladder has not been visualised at its expected in anatomical site an MRI of the pelvis would be prudent for more accurate assessment of the anatomy of the pelvic organs. (2)complex. Multiloculated cystic right adnexal mass which could represent a right tubo-ovarian cystic mass. Ca-125 check advised. (3) essure sterilisation clips as described. (4)no adeneopathy, ascites or omental cake. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: summons received. Event pelvic pain & genital bleeding added. Reporter added. 04-aug-2023: no new information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure device which was placed in her left tube in 2014/2015 has fractured") and device dislocation ("essure immigration on background of multiple laparotomies and bladder surgeries") in a 53 year-old female patient who had essure inserted (lot no. C12705). The patient had a medical history of dysmenorrhea in 2016 and vaginal bleeding, uti, fatigue, amenorrhoea, ovarian cyst, pelvic pain female, dizziness, low weight, constipation, urinary incontinence, menorrhagia, calf pain, epigastric pain, abdominal pain lower, dystonia and urinary tract disorder. Previously administered products included: mirena and oral contraceptive nos. Past adverse reactions to the above products included: device expulsion with mirena. The patient had a family history of breast cancer. The only concomitant product mentioned was estradiol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3155 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (to remove essure and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: the letter states that this claimant has been referred to a gynaecology clinic to discuss treatment options for symptoms, including the option of undergoing a hysterectomy on (B)(6) 2024: hysteroscopic approach hysteroscopic sterilization essure - left tube only had essure device placed due to contraindications to systemic progesterone with strong family history of breast cancer and arcuate shaped uterus making her iud expell. Following her essure she had and endometrial ablation for heavy menstrual bleeding ,she is currently post-menopausal .since she had essure she had significant symptoms of pain which is more worse than the adhesion pain she had prior to placement patient had essure placed some years ago but she then had severe left sided abdominal pain which is suspected to be due to the essure malpositioning.her essure device is placed in such a way that now only removal is possible, if the whole uterus is removed and not only with salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: device which was placed in her left tube in 2014/2015 has fractured and contributing her pain. [Magnetic resonance imaging] on (B)(6) 2022: minimally complex right tubo-ovarian cystic mass which lies at the benign end of the spectrum. (2)small benign left ovarian cyst. (3)no adenopathy, ascites or omental cake. (4)adenomyosis-like changes in the uterus [ultrasound scan] on (B)(6) 2020: an intramural fibroid seen, the endometrial fluid has increased in amount. Possible I right hydrosalpinx seen measuring 3.7 cm in lenght. Possible left ovary could only be visualized transabdominally and a septated cyst seen measuring 2.4 cm seen. No ovarian tissue was visualised; on (B)(6) 2023: hydrosalpinx., shows a large ovarian / tubal mass of 10cm. She is awaiting hystectomy t bso at qah due to complex abdomen. The endometrium where seen was thin and linear, however views were limited due to artefact from right sided mass. The myometrium was bulky with some cystic areas seen ? Adenomyosis; (date unknown): the bladder has not been visualised at its expected in anatomical site an MRI of the pelvis would be prudent for more accurate assessment of the anatomy of the pelvic organs. (2)complex multiloculated cystic right adnexal mass which could represent a right tubo-ovarian cystic mass. Ca- 125 check advised. (3) essure sterilisation clips as described. (4)no adeneopathy, ascites or omental cake quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Event medical device removal is replaced with event device breakage, device dislocation added. Lab dat updated. Concomitant & historical drugs are added. Concomitant , historical conditions are added. New reporter & patient details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted (lot no. C12705). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3155 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event injury nos is replaced with medical device removal. Essure insertion & removal date updated. Removal surgery details added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure device which was placed in her left tube in 2014/2015 has fractured") and device dislocation ("essure immigration on background of multiple laparotomies and bladder surgeries") in a 53 year-old female patient who had essure inserted (lot no. C12705). Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation (endometrial ablation due to heavy bleeding straight) in 2018, dysmenorrhea in 2016, neuropathic pain in 2013 and dyspareunia, surgery (mitrofanoff - urostomy. Laparotomiesx 9 midline and pfannenstiel. Eds, dystonia. Hormone replacement therapy: utrogestan. Appendectomy 1987 bladder colposuspension transverse laparotomy 2004 recuts facial sling laparotomy 2005 artificial urinary sphincter ams 800 laparotomy 2006 lleocystoplasty & creation of mitrofanoff in belly button using ileum laparotomy 2007 total revision of mitrofanoff moved to right lower quadrant and increase in balloon in artificial sphincter laparotomy 2008 removal of artificial sphincter and closure of bladder neck laparotomy 2009 total bladder cystectomy and formation of lleal conduit urostomy stoma laparotomy 2010 surgery to pull more stoma because of leaking not enough length 2011 total revision of lleal conduit use long more ileum. Laparotomy then transverse laparotomy hip to hip for abdominoplasty due to many surgeries. Fixed belly button leaking from previous mitrofanoff 2011 essure left side only right essure device broke told and documented unable to place. Posterior vaginal repair (B)(6) 2014), live birth (2), parity 2, gravida ii, premenopause, hiatus hernia, diarrhoea, dystonia, bowel spasm, menses irregular, vaginal bleeding, uti, fatigue, amenorrhoea, ovarian cyst, pelvic pain female, dizziness, low weight, constipation, urinary incontinence, menorrhagia, calf pain, epigastric pain, abdominal pain lower, dystonia and urinary tract disorder. Previously administered products included: mirena for contraception, depo provera for headache, zoladex for menstrual pain and oral contraceptive nos and paracetamol. Past adverse reactions to the above products included: device expulsion with mirena. The patient had a family history of breast cancer. Concomitant products included cefalexin, amitriptyline, paracetamol, fexofenadine, prucalopride, domperidone, levothyroxine, baclofen and estradot (estradiol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3155 days after essure insertion, she experienced device breakage (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain/pain, including chronic pain;"), genital haemorrhage ("abnormal bleeding"), arthralgia ("joint pain"), pain ("body aches"), abdominal discomfort ("exacerbation of bowel") and urinary tract disorder ("urinary symptoms") and was found to have fallopian tube neoplasm ("development of masses within the fallopian tubes"). The patient was hospitalised for an unknown duration until (B)(6) 2023. The patient was treated with surgery (robot assisted extensive adhesionlysis, total hysterectomy, bilateral salpingo-oophorectomy. And hysterectomy). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered abdominal discomfort, arthralgia, device breakage, device dislocation, fallopian tube neoplasm, genital haemorrhage, pain, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: the letter states that this claimant has been referred to a gynaecology clinic to discuss treatment options for symptoms, including the option of undergoing a hysterectomy. On (B)(6) 2024: hysteroscopic approach hysteroscopic sterilization essure - left tube only. Had essure device placed due to contraindications to systemic progesterone with strong family history of breast cancer and arcuate shaped uterus making her iud expell. Following her essure she had and endometrial ablation for heavy menstrual bleeding ,she is currently post-menopausal .since she had essure she had significant symptoms of pain which is more worse than the adhesion pain she had prior to placement. Patient had essure placed some years ago but she then had severe left sided abdominal pain which is suspected to be due to the essure malpositioning.her essure device is placed in such a way that now only removal is possible, if the whole uterus is removed and not only with salpingectomy. The physician after seeing patient scanning reports , he thought the coils may perforated through the tube (conversation bitween patient and doctor ). Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: the two wires of the essure implants are noted, the right lower and to the right of the midline, and the left slightly higher up towards the left pelvic sidewall. They are separated by 4.2 cm, which may be the distance between the cornual ostia, but this is uncertain when trying to correlate with previous imaging. [Computerised tomogram] on (B)(6) 2021: device which was placed in her left tube in 2014/2015 has fractured and contributing her pain. [Computerised tomogram pelvis] on (B)(6) 2021: essure device left and right tubes are in a comparable position to CT from 2015. Right ileal conduit. Pelvic rings and sacral ala are intact. Normal sij and pubic symphysis alignment. Proximal femora are intact and aligned with their respective acetabulum. No acute fracture. No free fluid. No pelvic adenopathy [enteroclysis] on (B)(6) 2014: conclusion: normal renal appearances. Resolution of previously documented prominent left sided renal calyces.; on (B)(6) 2015: both kidney appeared ultrasonically normal in shape, size and reflectivity. The right kidney measured 11.4 cm in length. The left kidney measured 10.1 cm in length. Neither kidney demonstrated any evidence of collecting system dilatation. No focal mass lesions, cysts or calculi were seen in either kidney; on (B)(6) 2016: conclusion: no small bowel lesion or signs of adhesion. X-ray for nasogastric for CT enterocolysis 2016 coil looks curled, not very clear though; on (B)(6) 2017: immediately distal to the stoma where the patient is reporting pain there is a contained area of fluid measuring 2.3 x 1.7 x 3 cm. Normal anteverted uterus. Normal appearance to spleen.; on (B)(6) 2019: us urinary tract : both kidneys appeared normal in shape and cortical thickness, with no evidence of hydronephrosis or obvious pathology seen. The left kidney measured 10 cm and the right kidney measured 10.9 cm. A 33 mm simple cystic area was seen within the right ovary.; on (B)(6) 2021: both kidneys appear normal with no obvious hydronephrosis, cysts, masses or calculi. The aorta is normal in calibre [enteroclysis] on (B)(6) 2014: conclusion: normal renal appearances. Resolution of previously documented prominent left sided renal calyces.; on (B)(6) 2015: both kidney appeared ultrasonically normal in shape, size and reflectivity. The right kidney measured 11.4 cm in length. The left kidney measured 10.1 cm in length. Neither kidney demonstrated any evidence of collecting system dilatation. No focal mass lesions, cysts or calculi were seen in either kidney; on (B)(6) 2016: conclusion: no small bowel lesion or signs of adhesion x-ray for nasogastric for CT enterocolysis 2016 coil looks curled, not very clear though; on (B)(6) 2017: immediately distal to the stoma where the patient is reporting pain there is a contained area of fluid measuring 2.3 x 1.7 x 3 cm. Normal anteverted uterus. Normal appearance to spleen.; on (B)(6) 2019: us urinary tract : both kidneys appeared normal in shape and cortical thickness, with no evidence of hydronephrosis or obvious pathology seen. The left kidney measured 10 cm and the right kidney measured 10.9 cm. A 33 mm simple cystic area was seen within the right ovary.; on (B)(6) 2021: both kidneys appear normal with no obvious hydronephrosis, cysts, masses or calculi. The aorta is normal in calibre [hysterosalpingogram] on (B)(6) 2015: essure sterilization left ((B)(6) 2014) right tube blocked ¿ unable to insert essure insert tubal patency [magnetic resonance imaging] on (B)(6) 2022: minimally complex right tubo-ovarian cystic mass which lies at the benign end of the spectrum. (2)small benign left ovarian cyst. (3)no adenopathy, ascites or omental cake. (4)adenomyosis-like changes in the uterus [pathology test] on (B)(6) 2023: surgical pathology report: specimen uterus, cervix, tubes and ovaries. Clinical essure clips in uterus. ?cause of pain. Large right ovarian cyst. ?serous cystadenoma. Pmb - previous endometrial ablation macroscopic: the right fallopian tube appears incorporated into an ovarian cyst and no obvious fimbrial end is identified. Identifiable tube measures 55 x 15 x 12 mm. The serosal surface appears slightly congested. The right ovary is replaced by a disrupted cystic structure measuring 67 x 43 x 30 mm. A large ragged and haemorrhagic defect measuring 60 x 30 mm is present in the wall of the cyst. The internal and external surfaces of the cyst appear smooth and shiny with no obvious nodules or papillary projections. The left fallopian tube includes the fimbrial end and measures 65 x 15 x 10 mm. There is a 10 mm paratubal cyst. No obvious left ovary is identified. The right and left fallopian tubes appear slightly dilated distally. Coiled wires are present within the lumen of both tubes, and are removed with difficulty. The right ovarian cyst appears unilocular. Microscopic: the right fallopian tube shows luminal dilatation and vascular congestion. The left fallopian tube shows vascular congestion and a benign paratubal cyst the right ovary is largely replaced by a unilocular cyst with a fibrous wall, partially lined by a single layer of bland, attenuated epithelium. A small amount of residual ovarian tissue is present within the cyst wall. The appearances are of a benign serous cystadenoma uterus, cervix, tubes and ovaries: - benign right ovarian serous cystadenoma, - dilatation of right fallopian tube, - adenomyosis, - benign leiomyoma, - proliferative endometrium, - benign left paratubal cyst, - benign endocervical cyst, - no evidence of malignancy. [Ultrasound abdomen] on (B)(6) 2016: normal liver, gallbladder, pancreas, kidneys and aorta. No bowel distention. No obvious cause for left loin pain; on (B)(6) 2017: an incidental 2 cm right ovarian follicle is noted within a normal right ovary [ultrasound scan vagina] on (B)(6) 2013: the iucd lies low in the endometrial cavity just above the cervix approximately 34mms from the fundus of the endometrial cavity. The endometrial thickness above the iucd is 10mm.; on (B)(6) 2015: summary: the right adnexa contains a complex cystic mass which has a volume of 28 cc and includes multiple cystic areas and vascular septae ? Hydrosalpinx ? Adnexal mass - the ovary cannot be seen separate to this; on (B)(6) 2016: normal ultrasonic appearance of anteverted uterus essure implants not positively identified; on (B)(6) 2018: pelvic ultrasound: tvus performed with verbal consent with no chaperone available. The anteverted uterus was normal in size and arcuate in shape and measured 65 x 44 x 44mm. The myometrium was heterogenous but no focal fibroids seen. The endometrium was thin and linear and measured 3.1mm with a trace of anechoic fluid measuring 3.3mm ? Irregular menses 5 weeks ago. Both ovaries were normal in size and follicular pattern. Right ovarian volume =0.6mls; left ovarian volume = 5.1mls. No cysts or masses were identified in either adnexa; on (B)(6) 2018: pelvic ultrasound report which shows that the uterus is arcuate shaped as we know from before with a very thin and linear endometrium. There is no pathology related to the ovaries or the tubes on either side. This is very reassuring and dr suspect that the discomfort you have is related to adhesions from all your previous surgery; on (B)(6) 2020: an intramural fibroid seen, the endometrial fluid has increased in amount. Possible I right hydrosalpinx seen measuring 3.7 cm in lenght. Possible left ovary could only be visualized transabdominally and a septated cyst seen measuring 2.4 cm seen. No ovarian tissue was visualised clinical details: left side pain. Menstruation. Patient stopped menstruating for 8 months then has light bleeding on and off. Patient has essure in left fallopian tube only. Impression: an intramural fibroid seen, the endometrial fluid has increased in amount.; on (B)(6) 2023: hydrosalpinx., shows a large ovarian / tubal mass of 10cm. She is awaiting hystectomy t bso at qah due to complex abdomen. The endometrium where seen was thin and linear, however views were limited due to artefact from right sided mass. The myometrium was bulky with some cystic areas seen ? Adenomyosis; (date unknown): the bladder has not been visualised at its expected in anatomical site an MRI of the pelvis would be prudent for more accurate assessment of the anatomy of the pelvic organs. (2)complex multiloculated cystic right adnexal mass which could represent a right tubo-ovarian cystic mass. Ca- 125 check advised. (3) essure sterilisation clips as described. (4)no adeneopathy, ascites or omental cake [x-ray of pelvis and hip] on (B)(6) 2020: clinical details: lif pain. Essure implants not visible on uss/MRI the two wires of the essure implants are noted, the right lower and to the right of the midline, and the left slightly higher up towards the left pelvic sidewall. They are separated by 4.2 cm, which may be the distance between the cornual ostia, but this is uncertain when trying to correlate with previous imaging. Batch noc12705 production date 2014-01-11 expiration date 2017-01-31 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: joint pain , pain , abdominal discomfort ,urinary tract disorder , fallopian tube neoplasm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. New events joint pain , pain , abdominal discomfort ,urinary tract disorder , fallopian tube neoplasm. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.